Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017 that on (B)(6) 2017 the receiver initialized without a manual restart. No additional event or patient information is available. The receiver was returned for evaluation. A visual exterior inspection was performed and it passed. The receiver was charged and failed to boot up as normal, due to perpetual rebooting. A receiver functional test was attempted, unable to run functional tests because of perpetual rebooting. The receiver was opened, the ui pcba was detached and downloaded. The receiver log was reviewed and found the receiver was shut down by the user. The complaint of receiver initialization without a manual restart could not be confirmed. The root cause could not be determined. Data was received but further investigation cannot be performed to confirm the problem and determine the root cause of the reported issue.